Event description:
The pt had been having episodes of being extremely tired for 5 days; this happened roughly once a month. One week ago, the pt blacked out for roughly 5 days and was taken to the hospital. No pump volume discrepancies had been noted. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.